Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Additional information: there were 2 investigations completed during this period. Breakdown of 2 investigations with respective lot numbers are as follows: 2993361904 - haptic detached, lens damaged, override, stuck in cartridge 4943521807 - no product returned. The investigations concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Additional information: breakdown of the 5 events of is as follows: difficult to use, haptic detached 1, lens damaged 3, cosmetic 1, serial numbers of suspect products: (B)(4). 3 investigations were completed for these events. Breakdown of 3 investigations are as follows: haptic damaged, haptic detached, override, stuck in cartridge 1, lens damaged 1, no product returned 1. In the investigation it was concluded that products met manufacturing release criteria and no product deficiency was identified. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. PMA/510k: this report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 5 </noe> malfunction events. The events were related to lens damaged. There were no patient injuries reported associated to the events.